Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. On (B)(6) 2018, the patient was reported with high gradient. On (B)(6) 2019, the 21mm trifecta valve was explanted due to aortic insufficiency and severe stenosis. A 21mm medtronic avalus valve was implanted. During explant, the valve was observed degenerated with calcified leaflets. The patient is reported stable.

Manufacturer narrative:
An event of valve explant due to insufficiency and stenosis was reported. The reported calcification was confirmed. All three leaflets were fibrotically thickened and contained calcifications. There was circumferential fibrous pannus ingrowth on both the inflow and outflow surfaces. The tissue and calcifications greatly immobilized the leaflets. There were horizontal folds in the tissue of leaflets 1 and 3, which was pinned by the pannus, creating incomplete coaptation. The fabric of the sewing cuff had been nearly completely removed, and a portion of the metal stent was exposed, consistent with explant artifact. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The root cause of the calcification and pannus could not be conclusively determined. Information from the field indicated that the valve had been implanted for over 6 years. The extent of the damage to the sewing cuff and the circumferential pannus were possible evidence of fusion to the patient aortic wall.

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. On (B)(6) 2018, the patient was reported with high gradient. On (B)(6) 2019, the 21mm trifecta valve was explanted due to aortic insufficiency and severe stenosis. A 21mm medtronic avalus valve was implanted. During explant, the valve was observed degenerated with calcified leaflets. The patient is reported stable.